Event description:
It was reported that the patient¿s pump was alarming and that the health care provider (hcp) had confirmed it needed to be replaced due to battery depletion. It was also reported the patient¿s insurance quit paying to refill the pump and it was alarming from (B)(6) 2013 because they didn¿t refill it. They missed a refill in 2013. The patient¿s pump was refilled on (B)(6) but the alarm reportedly kept beeping. It was also reported the hcp said ¿"it needs to be replaced because it hasn¿t been replaced since the (B)(6) of "01." They were trying to get it scheduled for the 1st of the year to get it replaced. The patient also was questioning if an hcp in (B)(6) could replace the pump because the traveling ¿just kills¿ her. The hcp told the patient the pump was delivering medicine, but the patient was not getting nearly the relief they had. The hcp again had told the patient her pump needed to be replaced. It was further reported the patient¿s pump was left empty for 10 months in (B)(6) 2013 because her insurance provider refused to pay the bill in a timely manner and her health care provider (hcp) could no longer see her because her bill exceeded over $ (B)(4). When the pump was finally refilled, it ¿would not work¿ and needed to be replaced. As a result, it was then replaced in (B)(6) 2014. The pump was reportedly empty from (B)(6) 2013 to the following (B)(6) 2014; however, this was conflicting with previous information provided regarding how long the pump remained empty. When the pump ran dry, the device had delivered compounded morphine. The pump was supposed to have been filled in (B)(6) of 2013. No further information was provided. Additional information has been requested regarding what symptoms the patient experienced, if any troubleshooting or other actions had occurred and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID: 8711, lot# j10937r23, implanted: (B)(6) 2001, product type: catheter. (B)(4).